Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The surge suppressor board was replaced and the circuit breaker was reset. The system was tested and operates as intended.